Event description:
Voluntary medwatch received states a patient presented with an unspecified malfunction noted on the patient's right ventricular lead. The lead was explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5186664.